Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer planned to use a backup insulin pump until the replacement arrived. They received instructions for using the new pump and returning the malfunctioning one.